Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they experienced leg pain and did not feel stimulation. Upon checking the screen of their patient controller, the patient discovered that the stimulation was turned off. There were no suspected causes for the treatment to be switched off. It was unknown whether any external factors may have caused the event. Guidance was provided on how to switch the device back to "treatment on," and it was confirmed that both the stimulator and controller were at 100%. The patient was advised to continue monitoring the situation. It was unknown whether the issue was resolved at the time of report. No further complications were reported or anticipated.